Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and found the unit logged an ovp circuit failed error code and the motor controller (mc) board caps were warm. The fse advised that the mc board and power management board need to be replaced and ordered them for the customer. The power management board was returned to the manufacturer for failure analysis. A visual inspection of the board revealed no damage or defects. During testing, the reported event could not be confirmed. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the motor controller (mc) board caps were warm and the unit made a grinding noise. There was no patient involvement.